Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported previously that he rebounded from the high blood glucose and then she went low. A follow up call was conducted and found that the paramedics were called due to high blood glucose. The customer mentioned having problems with the infusion sets. No further information was provided.